Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that the guide wire was prepared as usual for use, and as it was being inserted into the guiding catheter, the physician decided not to use it. Then, as the guide wire was being put back into the coil, the guide wire fractured. It never entered into the pt's anatomy. Reportedly, there was no pt involvement with this device. No additional event or pt information is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood and contrast visible. There was corrosion present on the proximal solder. The core was detached at the proximal end of the hypotube. The fracture faces were ovaled as if kinked prior to separation. There were several offset intermediate coils proximal to the center solder for a length of 1.3 cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Analysis of the returned guide wire confirmed the complaint as the guide wire was returned separated at the proximal end of the hypotube. The fracture faces were oval as if kinked prior to separation. Sem analysis of the separation site attributed the separation to ductile overload at a bend. The guide wire was therefore subjected to forces that exceeded the strength of the device. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use or loading of the guide wire back into the dispenser, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend. As found on the returned device, there were also several offset intermediate coils proximal to the center solder. This type of damage is typically found when resistance is encountered; however, there are no reports of resistance felt. In this case, the root cause of the bend and subsequent separation due to ductile overload is unk; however, there are no indications of a manufacturing related quality issue with the device. The corrosion found in the analysis appears to be from deterioration in transit back to abbott vascular and is not related to the reported issue. The root cause could not be determined; therefore, no action can be taken in this case. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that might have contributed to the complaint. This MDR is considered closed by the product performance group.